Event description:
Event: (cc# 98-01055) blood was noted in the tubing. On 3/15/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 8/24/98. [Patient's current status]: unk - rpt'd 8/24/99.